Event description:
The customer reported to olympus technical assistance center (tac), that an endocart was received with a note on a uhi-3 high flow insufflation unit which stated, ¿locking mechanism loose would not inflate stomach¿; this indicates the occurrence of cvi1414 cannot insufflate issue. Customer could not confirm any additional information and there was no report of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the display image was lost during a procedure. Customer states that the scope was disconnected and reconnected twice, and the issue remained; they also connected the scope to a different tower and an image was visible. Customer also reported that colored bars appeared on the monitor; the customer also concerned there may be a suction pump issue, but tac confirmed the end user was not using a suction pump. Customer did not know the model of the scope and later stated it was a 190 series. At the time of the call, the customer was not with the unit, which had prevented troubleshooting. Tac advised the customer to acquire a scope to further troubleshoot. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), tac instructed the customer on how to connect the scope to the uhi-3. At the time of the call, the customer was unable to provide additional details. During additional follow up, the customer reported that additional information could not be obtained. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to previous h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the lack of information and the device not being returned, a definitive root cause could not be determined. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.